Event description:
The patient was brought to the lab after being seen in clinic. In clinic there was found to be noise on the riata ICD lead and the lead did not capture at maximum output and pulse duration.